Event description:
The customer reported that a patient sample yielded a positive reaction with the anti-b on erytype s ab0+d. The customer also reported that the patient sample yielded a positive reaction in the reverse typing with the b positive cell. Therefore, ab0 typing and reverse typing did not match. Furthermore this patient sample also showed a positive autocontrol and a positive direct antiglobulin test (dat). The customer had returned the patient sample that had caused the positive test results but none of the supposedly defective product erytype s ab0+d was returned. Therefore our quality control retested the patient sample with the retained sample of erytype s ab0+d. The customer's test results were confirmed. Further testings also confirmed an igg sensitization of the patient red cells. This sensitization caused the positive results of anti-b. It is well known that an igg sensitization may cause falsely positive reactions. Because of the positive reaction with anti-b, the reverse typing did not match the ab0 typing. This was an indicator for the customer that his test result was not valid and that he had to perform further testings to clarify the results. Furthermore, the retained sample of erytype s ab0+d was tested with different red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of erytype s ab0+d functions correctly. The positive reactions were caused by the igg sensitized patient red cells. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.